Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise on the patient's right ventricular (rv) lead pace sense channel. Boston scientific technical services (ts) was consulted and asked if this could be diaphragmatic oversensing? Ts stated that the newer devices and filtering will help but not be guaranteed to eliminate the oversensing. It is unknown if the noise and oversensing caused asystole for greater than 2 seconds, or if this patient is dependant. Efforts to obtain additional information have been unsuccessful. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.